Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed through this evaluation as the device is not available for analysis. Moreover, a direct correlation between the device and the reported elevated ldh and patient outcome could not be determined through this evaluation. It was reported that the patient developed suspected pump thrombosis in (B)(6) 2016. Her ldh level reportedly peaked at 2958. Due to non-compliance, the patient was determined not to be a candidate for pump exchange. She was transitioned home with hospice care and ultimately expired on 15dec2016 (approximately 6 months post-implant). No alarms or functional issues with the lvas were reported in association with the event. An autopsy was not performed. The pump was not explanted and is not available for evaluation. The heartmate ii lvas IFU lists device thrombosis, hemolysis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed suspected pump thrombosis in (B)(6) 2016, (ldh peaked at 2958). Due to non-compliance the patient was not a candidate for pump exchange. Patient transitioned home with hospice care and passed away on (B)(6) 2016.